Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 27 mmol/l. The customer changed the infusion site and cartridge and continued to use the pump for insulin therapy.